Manufacturer narrative:
The field service engineer (fse) completed testing on the device at the user facility. Visual inspection of the device showed exposed wiring. The complaint was confirmed.

Event description:
Exposed and damaged wiring was found during testing of the device. No patient harm was reported. No additional information is known at this time.